Event description:
Related manufacturing reference number: 2017865-2022-06800. It was reported that a patient's implantable cardioverter defibrillator and right atrial lead exhibited two short automatic mode switch episodes with noise oversensing on the atrial channel. The physician alleges that this was due to electromagnetic interference. There are no plans to perform any intervention at this time. The patient was stable throughout.